Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead exhibited multiple noise reversion episodes due to noise. The patient was pacemaker dependent. No intervention or additional information was available at this time.